Manufacturer narrative:
Although requested, product has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
Unexpected return- set leaking attached to maxplus tri-fuse extension set with a mz1000-07 on male luer. Incomplete event date (B)(6) documented.

Event description:
Unexpected return- set leaking attached to maxplus tri-fuse extension set with a mz1000-07 on male luer. Incomplete event date 05/30 documented.

Manufacturer narrative:
Due to the potential for hiv exposure during receiving and investigation, it was decided that these sets would not be identified nor investigated. The customer¿s report of leaking was not confirmed based on the photo provided. The root cause could not be identified.

Event description:
Unexpected return- set leaking attached to maxplus tri-fuse extension set with a mz1000-07 on male luer. Incomplete event date 05/30 documented.

Event description:
Unexpected return- set leaking attached to maxplus tri-fuse extension set with a mz1000-07 on male luer. Incomplete event date 05/30 documented.

Manufacturer narrative:
Correction on follow-up(2): date received by MFR: 1/30/2019.